Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was reusing insulin. Tandem technical support educated the customer that this is off label. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 95 mg/dl.